Manufacturer narrative:
Investigation conclusion: the customer's complaint was not replicated during in-house testing with retains of device lot w63248rb. No issues with analyte recovery were observed. Manufacturing batch records for the lot were reviewed and found that the lot met all release specifications. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
The customer reported potential false negative results on the triage cardiac panel on a patient that later tested positive for mi in micu. Lab supervisor stated the cardiac results did behave as expected based on the timing of the draws; however, the ER doctor is still skeptical. No additional information provided.